Event description:
It was reported that during a remote follow up, far field r-wave oversensing was noted on the device resulting in inappropriate automatic mode switch (ams). The device was reprogrammed, however, additional far field r-wave oversensing resulting in inappropriate ams was again noted. Abbott technical support was contacted and reprogramming of the device was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating additional reprogramming of the device was performed. The patient was in stable condition.